Manufacturer narrative:
(B)(4). Externalized conductors due to internal and external insulation abrasion were noted at 10.0-15.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that externalization was previously observed during the radiography. The device was explanted. The patient was sent to the intensive care unit due to complications and patient's past medical condition. The patient was stable post-procedure.